Manufacturer narrative:
(B)(4). Batch # t5cj7c. A manufacturing record evaluation was performed for the finished device and no non-conformances were identified.

Event description:
It was reported that during the total gastrectomy surgery, noted pan fell off after firing. The breakage piece was retrieved by forceps and was discarded. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Device analysis: the analysis results that one psee60a device was returned with no visual non-conformance's and without a cartridge reload present. In addition a cartridge pan was found dislodge. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.